Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred requiring drainage and surgery. Isolation of the pulmonary veins was done without difficulty and the procedure was finished with ablation of the areas of fragmented potentials. During an ablation at the anterior roof of the left atrium, the temperature rose to 40°c and the generator reduced the power delivered. In the following minute, the patient's blood pressure dropped sharply, tamponade was confirmed by ultrasound. A drain was placed, and cardiac massage was performed. The patient was sent to cardiac surgery and cec to close a major breach (5mm) at the roof of the la. There was two liters of transfused blood. 24 hours later, the patient was kept under general anesthesia.

Manufacturer narrative:
Corrected data: g3, h6: the health impact code f1203 life threatening illness or injury was removed as the health impact f02 death is already selected and is a higher severity. Manufacturing narrative: the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Additional information received: the patient had significant brain damage and it was decided to stop the resuscitation and the patient died on (B)(6) 2023.